Event description:
The user stated they were having issues with low results for calcium qc and had erroneous for pt samples. The user provided two examples in mg per dl. Sample 1 initial result was 7.6. Sample 2 initial result was 8.5. The assay was recalibrated and qc was run. The samples were then repeated and sample 1 resulted 9.0 and sample 2 resulted 9.5. The original results had been flagged by the instrument and were not reported out to the physician. The field service rep determined the dispense volume was too low which required replacement of the detergent tubing. He replaced the rinse, detergent and vacuum tubing for rinse mechanism 2. He cleaned and flushed the detergent valves, adjusted the detergent and rinse dispense volumes and verified the proper vacuum. He performed vertical and horizontal adjustment of the sample and reagent probes. To verify system operation, he performed precision testing and qc.